Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had gone dim suddenly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2013 with the following findings: during evaluation, the display screen was found to be cracked. The pump powered on with a blank screen. A test screen was installed and displayed normally.